Event description:
It was reported a balloon ruptured on the first inflation during a transjugular intrahepatic portosystemic shunt procedure and a segment of the balloon material detached in the liver. No retrieval attempts were made. Another unit was used to successfully complete the procedure without pt complications. This device has been retained by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to dilate liver parenchyma during a tips procedure and without the benefit of a pressure gauge. The co believes these factors contributed to this event. However, without evaluating the device, the co's unable to determine the exact cause for this event. The co's directions for use state: "medi-tech balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteies...any procedures other than those recommended in these instructions is not recommended...it is essential that an inflation device with pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product...inflation in excess of rated burst pressure may cause balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."